Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported a possible free flow event during a heparin infusion, dosage and rate unspecified. The clinician in attendance stated that she paused the infusion and then found the bag had completely infused. It was noted that there was a large amount of fluid on the patient's bed and the floor and the customer is requesting a log review to confirm the programming. It is unclear how much of an over infusion may have occurred. The patient was reportedly very ill with multiple comorbidities and passed away on an unspecified date and time.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer¿s report of a free flow event was not confirmed. Analysis of the pcu event log shows that the pump module was programmed at 4:20 am on (B)(6) 2016 to infuse heparin standard dose weight based dosing 25000 unit in 250ml at a rate of 9.24ml/hr with a vtbi of 200ml . At 9:35 am, the infusion was paused and then restarted 30 seconds later. At 12:15 pm, the infusion was paused again. At 12:22 pm, a delay for 90 minutes was programmed. The door was then opened and the device alarmed for flo stop open. At 1:52 pm, the device alarmed for callback before infusion. At 1:55 pm, the device was channeled off and subsequently removed from the system. The volume recorded as being infused during this period was 64.396ml. The root cause of the report of a free flow event was not identified. No device was returned for investigation. The significance of the report of fluid in the bed and on the floor could not be determined as no disposable tubing sets were returned for investigation.